Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and excessive no delivery tests could not be performed due to the alarms. However, the displacement test passed.

Event description:
The customer stated that he lost consciousness due to hypoglycemia and was taken by paramedics to the hospital for treatment. The customer's blood glucose was unreadable at the time of the event. The customer stated that prior to the event he changed his infusion set and went to sleep. Troubleshooting was performed. The insulin pump alarmed during priming. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.